Event description:
It was reported that bd connecta plus3 16cm white-leakage the chief nurse (mrs. (B)(6)) of cardio surgical department of evaggelismos general hospital is facing problems with the connections of ref 394995. She and her colleagues have noticed several times that the product is leaking blood either on the connection point of the tubing with the 3way or at the connection point of tubing with the luer lock end. They mentioned that they noticed that especially when connected to arterial blood. Because the hospital has been using 3 way connecta products since 2017 without problems, I contacted another intensive care unit of the hospital, and they also confirmed that they had problems with leackage of blood when connected with arterial cannulas. The client noticed that there was a difference in the packaging of the product and the manufacturing site, compared to the previous lots they have received in the past.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. Analysis of the photos showed that no defect could be observed. Unfortunately, the physical sample was lost either in-transit to the testing facility or upon receipt at the testing facility. No further investigation can be performed at this time. Please understand this is a rare occurrence and we apologize. If the sample becomes available, further testing will then be performed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the photos. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.